Event description:
It was reported that a hospital implant registration form indicated a patient's right ventricular (rv) lead was experiencing capture issues and lead insulation breakage. The patient's rv lead was explanted. No patient status reported.